Event description:
The customer stated an architect i2000sr analyzer consistently generated false negative (B)(6) results for one patient sample. The patient generated (B)(6) results on another architect i2000sr, on a prism analyzer, and using (B)(4) testing. There was no adverse impact to patient management reported.

Manufacturer narrative:
This MDR was incorrectly filed against hbsag calibrator, ln 01p97-01. MFR 3008344661-2012-00067 was correctly filed against the hbsag reagent, ln 01p97-35.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, ln 01p97, arch hbsag qualitative, that has a similar product distributed in the us, ln 01l80 arch hbsag. A follow up report will be submitted when the evaluation is complete.